Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems, recurrence, dyspareunia, emotional distress and a product problem. The plaintiff also experienced urge incontinence and was implanted with another manufacturer's incontinence device on (B)(6) 2009. It was further reported that the patient died. The cause of death was reported as an accident due to acute oxycodone intoxication. Related to manufacturer report #2183959-2014-19325.

Manufacturer narrative:
Lawyer-filed report.